Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon starting the pump, it produced a "placement signal unreliable" alarm and dashed out. The decision was made to remove and replace the pump, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no logs were provided for review. The returned pump was run in the lab and the 'placement signal unreliable' alarms were unable to be reproduced. Electrical testing found no open lines. No broken optical fibers were noted when using laser to test. No debris was found on the optical ferrule of the patient cable. Analysis of the pump via the optical bench found lamp to be 64.55%, light 2.70 v, cont. 15.23%, gain 1.34, and snr 3135.3. These 5s values indicated that there were no optical issues with the pump. This showed that root cause of the placement signal issue was most likely use related. This report is being filed as part of a retrospective review of historical records.